Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient had his scs system explanted due to ineffective stimulation. No company reps were present during the explant. That is all the information available.